Event description:
Patient reported "really sick", "kidney floated" not device related, "peed for five minutes" not device related, and right-side "burst". Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. The reason for reoperation is: saline implant "burst".

Event description:
Device has been explanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: deflation: observed more than three openings striated assessed as to surgical damage. Malaise: unable to confirm as it is a medical event not related to the device. Additional observations: crease flat observed in the device. No further actions are required as the device was implanted.

Event description:
Patient reported "really sick", "kidney floated" not device related, "peed for five minutes" not device related, and right-side "burst". Device has been explanted.